Event description:
A selox jt 45 was implanted in the atrium and tested through the analyzer. Impedance was in the range of 600 ohms, threshold was approximately 1 v, and p-wave sensing was 1.2-1.5 mv. The lead was connected to the cylos header and the physician closed the pocket. Testing through the pacemaker showed impedance >3200 ohms, non-capture, and only r-wave far field sensing at about 2 mv. The pocket was opened and lead testing was repeated through the analyzer. The values measured were consistent with original testing through the analyzer: impedance 670 ohms, threshold approx 1 v, sensing approx 1.2 mv. The doctor connected the lead to the cylos header but did not put it in the pocket. Through the cylos, the impedance measured 665 ohms, threshold 1 v, sensing 1.8 mv. The pocket was closed and device testing was repeated. This time, impedance was 670 ohms, threshold was unobtainable with intermittent capture at 4.8 v, and sensing was 0.4 mv. The pocket was opened again and analyzer testing was repeated; values were consistent with previous analyzer testing. The generator was replaced with another cylos dr. Lead testing through the new cylos showed values consistent with the analyzer testing. Device was returned on 07/02/09.